Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, there was resistance while advancing the delivery system out of the sheath into the patient's thoracic aorta. When the valve exited the sheath, a "pop" was heard by both implanting surgeons. The sheath and delivery system were both examined under fluoroscopy and there were no abnormalities to either product noted. The decision was made to proceed with the procedure. Upon removal of the sheath, the distal tip was rigid and appeared to have a possible piece missing. The perceived root cause of this event is thought to be the balloon aortic valvuloplasty re-entering the sheath, which may have caused damage to the distal tip. Patient is currently in recovery with no noted complications related to this procedure.